Manufacturer narrative:
Other patient identifier: (B)(6). Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinsons disease. The procedure date is unknown. According to the complainant the jejunal tube cannot be flushed because it was occluded. In addition the connector was reported to be leaking. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.